Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm and customer had a high blood glucose level. The customer's blood glucose value was 492 mg/dl and sensor glucose was 163 mg/dl at the time of the incident. The sensor glucose value that triggered the suspend event was 64 mg/dl. The customer was assisted with the troubleshooting. High blood glucose level was treated with the insulin pump. The insulin pump will not be returned and sensor will be returned for the analysis.